Event description:
Per the audiologist, the patient reportedly had facial paralysis following the cochlear implant surgery in 2005. The patient underwent a facial nerve exploratory surgery immediately after the initial implant surgery (going from the recovery room back to surgery). The patient's cochlear implant system was activated in 2005 (date not reported). Reportedly the patient recovered full facial nerve function.

Manufacturer narrative:
This is a final report.